Event description:
It was reported that this right atrial (ra) lead exhibited lead dislodgement due to patient twiddling the device. This ra lead was explanted and replaced with the same model. No additional adverse patient effects were reported.